Event description:
Reporter stated the buttons on the infusion device work intermittently and are flat-pressed. The patient has experienced elevated blood glucose as a result. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the button(s). The buttons are not flat pressed.